Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to missing battery contact spring. The device had corroded battery tube, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the spring in the battery compartment had broken. The blood glucose reading was not given. Nothing further was reported.